Manufacturer narrative:
The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing burning at the ipg site. The patient underwent an explant procedure. No device malfunction was suspected.